Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemicolectomy. According to the reporter: during the case, 2 pieces which looked like fragments of the device were found in the patient's cavity. It was found the port was cracked. The pieces were retrieved. Another device was used. No unanticipated bleeding occurred. No tissue damage occurred. Operative time was not extended more than 30 minutes.